Event description:
It was reported that during the procedure in the moderately calcified proximal diagonal artery for treatment of a 99% stenosis, pre-dilatation was performed and a 2.25x28 rx xience prime stent delivery system was advanced but could not navigate through the distal curvature of the non abbott 6f guide catheter due to high resistance. The guide catheter and stent delivery system were exchanged and an unspecified stent system was used to successfully cross the target lesion. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided. The returned device analysis revealed that the hypotube is separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.